Event description:
The customer reported error code #1007 - machine and proximal pressure sensors failed. - vent inoperable. The customer reported no patient involvement.

Manufacturer narrative:
Concomitant medical products: the pcba,v850e cpu, esprit s/n: (B)(4), and pcba,v850e cpu, esprit s/n: (B)(4) were returned to failure investigator (fi) lab for evaluation. Visual inspection of both pcba,v850e cpus, esprit assembly revealed no evidence of damage or contamination. This cpu pcba s/n: (B)(4) (original) will be installed into the fi test ventilator. An attempt will be made to boot into the diagnostic mode. Est testing will be verified. Operational testing was performed and the test ventilator did boot into the diagnostic mode and the drpt report did reveal two instances of the 1008 maximum system resets exceeded. The ventilator has reset 3 times within 2 hours and multiple instances of the code 4 restart were found in the log. No failures were produced during 3 est cycles.the test ventilator did boot up and deliver breaths and power cycling did not produce any errors. The second cpu pcba s/n: (B)(4) which was used in the attempted repair will be installed into the fi test ventilator. An attempt to boot into the diagnostic mode will be made. Est testing will be verified. The test ventilator did boot into the diagnostic mode, the drpt report did reveal one instance of the flash programming error e/c 9001 and est did pass three est cycles without failures. The test ventilator did boot up and deliver breaths, power cycling did not produce any errors, and no faults were generated during approximately 6 hours of operation. Final evaluation results: the test ventilator did boot up and deliver breaths and no faults were generated during approximately 12 hours of operation. The customer replaced two pcba,v850e cpus to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. This customer returned cpu pcba s/n: (B)(4) was tested and no failures were identified. This customer returned cpu pcba s/n: (B)(4) was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.